Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to physical damage on the gore covering. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead.

Manufacturer narrative:
The lead has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to physical damage on the gore covering. The lead was never in service. No adverse patient effects were reported.